Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and american medical systems in-fast, lot no. 612225 were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic relaxation with vault prolapse and mesh was implanted. It was reported that on (B)(6) 2010 the patient underwent mesh revision for paravaginal abcess. It was reported that on (B)(6) 2011 the patient underwent mesh revision/removal due to pelvic pain, mesh erosion, stress urinary incontinence, dyspareunia and fecal incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary /urgency incontinence and fecal incontinence, dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced paravaginal abscess.